Manufacturer narrative:
To date, no intervention has taken place nor has been reported. Should additional information become available, this event will be further updated.

Event description:
It was reported that this device exhibited noise and oversensing resulting in an untreated episode logged in the device history. Technical services stated the episode was related to a non cardiac signal with a programmed setting, in alternate. No resulting adverse patient effects were reported. Ts provided guidance on vector selection and other possible mitigation efforts aside from a revision procedure.